Manufacturer narrative:
The product was sterilized on (B)(6), 2013, therefore the two year expiration date would be july 20, 2015. The two year expiration is not indicative of the package integrity or sterility, this expiration date is for the product as mixing or setting issues can be seen over time. No issues were reported with the mixing or setting of the product, therefore no issues are anticipated. Based on the information provided the most likely cause of the event is the facility failed to check the expiration date prior to implantation. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
The sales associate identified after the surgery on (B)(6), 2015 that the implanted product expired july 1, 2015. The surgeon will continue to monitor the patient.